Manufacturer narrative:
H.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that during use the safety shield is failing with a unspecified bd safety needle. The following information was provided by the initial reporter: I have had complaints from nurses, we have near misses and issues with the cap not snapping back on correctly. We trailed this needle and I brought to attention to the fact how many immunizations we give at one time and holding down a toddler or older child is not ideal it is too difficult to maneuver and reach for next vaccine.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. Initial reporter state: address information was not able to be obtained. (B)(6) was used based on reporters facility. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use the safety shield is failing with a unspecified bd safety needle. The following information was provided by the initial reporter: I have had complaints from nurses, we have near misses and issues with the cap not snapping back on correctly. We trailed this needle and I brought to attention to the fact how many immunizations we give at one time and holding down a toddler or older child is not ideal it is too difficult to maneuver and reach for next vaccine.